Event description:
During a laparoscopically assisted vaginal hysterectomy procedure, the handle snapped while being used. The instrument shaft was in the pt's body. No pt injury was reported.

Manufacturer narrative:
8/19/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.